Event description:
It was reported that during a treatment for instent restenosis, the nc ranger balloon ruptured. Another manufacturer's stent had been previously been deployed in the mid left anterior descending artery (lad) approx 12 yrs ago, and was stenosed. The nc ranger balloon ruptured at 10 atms, however, the number of inflations and to what atms is unk. There were no pt complications reported, and the procedure was completed with another nc ranger balloon. Pt status was reported as 'okay'.